Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and an arrangement is being made to retrieve the device. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's (B)(4) reporting that the compact exchange device (cxd) stopped working. The home patient (hp) requested a swap of the cxd. The baxter technical service representative (tsr) arranged for a swap of the cxd as requested. There was no patient injury or medical intervention indicated at the time of the reported incident. During a follow up with the hp's caregiver (cg) regarding the cxd issue, it was revealed that the cxd had been in use for about a year or so, and was also dropped a couple of times. Per cg, the lever would only go back and forth, and not completely insert the spike. The cg stated that hp used to have to manually push the spike in after using cxd. The cg stated that they have received a replacement and it's working fine. The cg confirmed that hp did not have any injury or harm as a result of this issue. The hp is continuing therapy.

Manufacturer narrative:
(B)(4). The reported issue of compact exchange device (cxd) stopped working was confirmed and duplicated during the pal functional test. The spike carriage was determined to be sticking with accumulated fluid residue and would not rotate back from right to left in order to complete the operation. A review of the device history record (DHR) was conducted and no issues were found related to the reported condition during the manufacture of the lot. Based on the evaluation results, the cause for the reported issue was determined to be that the lever would only go back and forth, and not completely insert the spike was due to accumulated fluid residue. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.